Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female had an unknown mentor saline prosthesis implanted. On (B)(6) 2018 the patient had a cyst drained near the nipple. The next day the patient went the emergency room due to inflammation and was placed on antibiotics. The patient suspects that the implant was pierced caused deflation during this process, as it began to sag and shrink. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.